Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sense b noise and oversensing observed in primary and alternate vectors. It was attempted to reprogram the system into the secondary vector, however, low amplitude and oversensing was also observed. X-rays were performed which did not show any issues. The patient was hospitalized while making a decision. It was decided to turn the therapy off, provide a life vest in the meantime and a system revision procedure will be scheduled for the near future. At this time, this system remains implanted. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sense b noise and oversensing observed in primary and alternate vectors. It was attempted to reprogram the system into the secondary vector, however, low amplitude and oversensing was also observed. X-rays were performed which did not show any issues. The patient was hospitalized while making a decision. It was decided to turn the therapy off, provide a life vest in the meantime and a system revision procedure will be scheduled for the near future. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.